Event description:
It was reported that during the implant attempt, the physician noted that the screw on the lead kept "creeping" out on its own. After screwing back the screw, it seemed to be poking out beyond the collar by about a millimeter or two. This made placement of the lead difficult. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.